Manufacturer narrative:
Colonic ftrd was used to treat an adenoma in the descending colon. Clip application was not verified by the user before tissue resection. The resulting perforation was closed by surgery. Upon technical analysis the device was in accordance with its specifications. In a functional test the clip was deployed without any problem. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
It was reported that colonic ftrd was used to treat an ademoma in the colon descendens. Clip was not deployed before tissue resection. The resulting perforation was managed by surgery.